Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's stimulator was not working properly. Patient stated he couldn't feel stimulation when turned up to 1.00v but used to feel it at 0.7v. The manufacturer representative will attend patient's appointment with the physician on (B)(6) 2017 to check the stimulator and address the patient's concerns. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.